Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was pt says that they charged ins yesterday and this morning and its gone down to 50 percent. They said the ins hasn't been lasting as long for the last month. Pt says they know when ins depletes because they will be in pain again. Pt is on group b and hasn't tried other groups. Pt will try the other available groups and if they still find ins isn't lasting very long in between charges they will follow up with hcp.